Manufacturer narrative:
A device history record (DHR) review was conducted which indicated all inspection were completed and no issues were noted during manufacture. One customized 4.5mm i.d. Flextend tracheostomy tube with swivel connector and tts cuff was returned for the valve got pushed inside the pilot balloon while inflating the cuff. The device was visually inspected for the position of the valve and it is seated where it should be. The device was then inflated using air. The cuff inflated accordingly and there were no leaks present. The device appears to function as intended and unable to confirm the allegation. The DHR was reviewed and found no abnormalities. The product is 100% inspected and leak tested during manufacturing, prior to shipping to the customer. Per the DHR review, the device passed qa inspection. Report source unknown. This remediation MDR was generated under protocol (B)(4), as a result of warning letter cms# (B)(4).

Event description:
It was reported that one of the custom tubes was defective: no patient injury was reported.